Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2523190-2019-00062.

Event description:
This is 1 of 2 reports. A customer reported that on (B)(6) 2019, the 00mlx mlx 300w xenon lightsource was producing excessive heat and blowing the ul pro cords. It is unknown if there was any patient contact, injury or a surgical delay. Request for additional information has been sent.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual inspection of the returned mlx light source found customer applied labels and no external visible, physical damage. Functional test::the mlx light source was powered "on", the lamp immediately ignited and the attenuator functioned properly. The unit ran for 1/2 hour with a ax2100bif ultra light pro headlight attached. No excessive heat was generated. The reported complaint was unconfirmed. The mlx light source tested within specifications. Device identifier: (B)(4).

Event description:
N/a.